Event description:
The voluntary medwatch report stated that the right atrial lead and right ventricular lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.